Event description:
The complainant reported that a complication was encountered during impella 5.5 support. Later during support, it was discovered that fluid was leaking from the female end of the purge luer lock. As a result of the noted leak, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning . ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for analysis. The cause of the purge leak - pump issue was most likely a leak from the sidearm but the exact location of the leak was unknown without return product. The data logs confirm placement signal not reliable alarms and placement signal out of range which recovered after two days. Signal-to-noise ratio (snr) drops to 0, contrast oscillates +/- 3000, light drops, gain drops, lamp is already maxed at 100. The 5s parameters returned to normal range when placement signal resolved. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5. Updated to include optical signal issue description. H6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-14147. B7. Other relevant history, including preexisting medical conditions updated. D10. Concomitant medical products and therapy dates updated. G1. Reporting contact email updated.

Event description:
The complainant also reported that the placement signal was lost and/or triggered an alarm on multiple occasions during patient support. The alarm was disabled with no impact on the functionality of the pump.